Event description:
It was reported that, "the baseplate was loose upon x-ray. Surgeon easily removed the intact baseplate and insert. He then implanted a (B)(4) ts baseplate with a (B)(4) 80mm cemented stem, a (B)(4) 5mm augment and a (B)(4) size #9 15mm insert. The femoral component was intact. The surgery was non-eventful."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.